Manufacturer narrative:
The apical sewing ring was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when teh device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. Following the implantation, the surgeon noticed that the apical sewing ring was leaking. The surgeon decided to use a new sewing ring. No further issues were reported.